Manufacturer narrative:
Consumer has not returned the product.

Event description:
Consumer alleges his humidifier melted through and damaged his carpet. There was not a report of personal injury with this incident.